Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's ipg pocket site was irritated and painful. The patient underwent a pocket revision procedure where the pocket site was tightened.